Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. It has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain consistent with dislocation. Osteolysis was found behind the cup.